Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had high blood glucose readings and thought that her insulin pump did not alarm no delivery. Customer's blood glucose reading was 538 mg/dl. The customer ran a 5 unit fill cannula and verified that insulin exited. The customer was advised that the problem may have been in her body. No further details were provided.